Event description:
Pt here for dbs micro-electrode testing. Kimm perforation bit failed to stop when penetrated inner table of skull, resulting in dural penetration and cortical disruption of the brain. No apparent injury neurologically.